Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that during an intraocular lens (iol) implant procedure, the plunger and the lens did not advanced, it was stuck to the cartridge and caught on the side of the plunger. Additional information has been received stated that when applicator was inserted into the main incision, it advanced slowly but lens was wrinkled in the strange way, the plunger advances and the lens was remained behind the plunger in cartridge. When the injector was removed from the patients eye and opened to try to apply the lens with folding forceps it was noticed that there was a line in the optic and a haptic was broken in the end. The surgery was completed with another lens. No further information available.